Event description:
It was reported that the sheath exhibited a sheath leak and a tear in the hemostatic valve. During an ablation procedure to treat atrial fibrillation (a fib) a versacross steerable access solution sheath was selected for use. The sheath exhibited a hemostatic valve leak. The leak was a slow drip of saline with not a lot of blood present. Backloading the dilator into the sheath may have torn the hemostatic valve. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device has been returned for analysis.

Manufacturer narrative:
The versacross steerable access solution sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent a visual inspection, vhx testing, and leakage testing. Prior to decontamination, the sheath and dilator were visually inspected, and blood was observed in the sideport tubing. The sheath valve was inspected under magnification, which revealed dried blood outside the valve and valve damage. The hemostasis valve air and liquid leakage tests were then performed, and in all tests, the required pressure could not be met due to either water leaking through the valve or air bubbles entering through the valve. The reported clinical observations of leaking and valve damage were confirmed by analysis, though the sheath/dilator interaction allegation was not confirmed.

Manufacturer narrative:
Pro code (product code): d2b, dxf and dyb. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited a sheath leak and a tear in the hemostatic valve. During an ablation procedure to treat atrial fibrillation (a fib) a versacross steerable access solution sheath was selected for use. The sheath exhibited a hemostatic valve leak. The leak was a slow drip of saline with not a lot of blood present. Backloading the dilator into the sheath may have torn the hemostatic valve. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.